Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board, image processor, display adaptor, and f14 fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had no video image on left monitor. No pt injury was reported.